Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11:the device was received for evaluation. During functional testing, reported symptom of "over infusing 3x" was not reproduced. Evaluation sent the device for flow accuracy testing at a delivery rate of 40ml/hr with vtbi of 40. (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation determined the m2 and m3 springs will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused (three times). This occurred during volumetric testing. There was no patient involvement. No additional information is available.